Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, and oversensing on the right ventricular (rv) lead during lead impedance measurements was observed, the rv lead remains in use. No further patient complications have been reported as a result of this event.